Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24230. The pt was implanted with two scs leads from the same lot number. It was reported the pt complained of pain in his low mid back area. X-rays taken revealed the pt's scs leads have migrated. A lead diagnostics test showed multiple invalid contacts. Additionally, the pt also complained he experiences pain at his ipg pocket site while charging. Surgical intervention to address the issues is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.